Manufacturer narrative:
Pump received with no down and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement and self test due to buttons not responding. Pump received with peeling keypad overlay. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump keypad was damaged and keypad was coming off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.